Event description:
New information received notes that the physician alleged that the device malfunction contributed to the reported death, and reported under-sensing of heart failure rhythms. The patient weight is 91 kilograms

Manufacturer narrative:
Additional information: b5 : new information regarding allegation of death. Additional information: b7: new information of pre-existing conditions.

Event description:
Related manufacturer reference number: 2017865-2021-35427. Related manufacturer reference number: 2017865-2021-35429. Related manufacturer reference number: 2017865-2021-35430. It was reported that a patient presented remotely via merlin.net. Examination of the patient's left ventricular (lv) lead revealed loss of capture. Examination of the patient's implantable cardioverter defibrillator revealed under-sensing and failure to convert arrhythmia, resulting in true ventricular arrhythmia episodes. It was reported that the patient passed away, so no additional intervention was performed. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.